Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 opened hydrosil intermittent catheter in the original unit packaging. Visual inspection noted that the packaging appeared to be damaged. Further inspection noted that the packaging appeared to not have been sealed properly during manufacturing. The catheter inside the package appeared to have been cut. The distal end of the catheter was not returned for evaluation. There was a partial opening of one side seal of the hydrophilic catheter package. The catheter had been cut in half. It appeared that the catheter was not placed into the cavity of the package properly. The tip end of the catheter was cut off. The bottom web appeared to have come out of the guides on the packaging machine when the sealer hit the catheter, resulting in the open seal. The seal on the package resumed at the end of the package. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: "how to prepare and use the insertion gripper . The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer. Symbols for prescription only, single use device, non-latex, no pvc, sterilized by radiation." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device appeared as if it had snagged on something causing a breach in sterility.